Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that while the pt was completing daily self-test, a controller fault alarm occurred, instructing that the system controller needed to be changed. The pt's wife stated that she was unable to get the driveline connected into the backup system controller. It was reported that the pt was on the primary system controller at that time, with a yellow wrench lit and controller fault alarm reading. The green pump symbol was on and the pt at the time was feeling "ok." The system controller was exchanged without any issues. A new backup system controller was also provided to the pt with the proper settings. No other issues were noted at this time. It was discussed with the pt and pt's wife to connect to power module when completing daily self-test from this point on.

Manufacturer narrative:
The device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.